Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, a (B)(6) year old male child patient's infusion set was still on the patient, but the tubing had come off the infusion set, and the patient was unsure of how it came off. At the time of the event, the patient's blood glucose level was 395 mg/dl. Further, there was no damage to the infusion sets when the package was first opened. Reportedly, the cannula remained in his body, because only the tubing had disconnected from the infusion set. Therefore, they replaced the tubing only and resumed insulin successfully, as it was stated that the cannula was fine. Reportedly, this issue occurred with one set only. No further information available.